Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary (B)(4): the full lead was returned, analyzed and the distal conductor fractured due to overstress. It was noted that the distal conductor was distorted, the helix/lobe was distorted/bent, there was blood in/on the helix/lobe mechanism and the lead appeared damaged at implant.

Event description:
It was reported that during an attempted implant the helix was unable to advance and retract. The lead was not used. No patient complications have been reported as a result of this event.